Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced hypoglycemia due to inaccuracies in sensor readings.

Event description:
On 31 may 2022, senseonics was made aware of an incident where user experienced false hypoglycemia alerts due to inaccuracies in sensor readings

Manufacturer narrative:
The user reported that the system incorrectly asserted a hypo alert due to sensor inaccuracies when the user was not in hypoglycemic range. The reported event happened during the initial few days after sensor insertion, when the sensor was still settling. During this initial settling period, there could be chances of temporary mismatch, which would eventually normalize as the sensor stabilizes. Once the sensor stabilized after insertion, the system began performing within expectations, and there was better agreement between the sensor readings and fingerstick measurements. However, the system asserted a sensor replacement alert a few days later, on june 11, 2022, and a return material authorization (RMA) was issued for return of the sensor for investigation. The investigation revealed that there had been a led field current disconnection, which triggered the sensor replacement alert. User did not require any medical or self-assistance on the date of event as the user was not in hypoglycemic range. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.